Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01556. This report is being submitted as additional information. Approximate age of device - 2 years, 4 months. The patient remains on vad support. A direct correlation between heartmate ii lvas and the patient¿s increased ldh could not conclusively be established through this evaluation. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU contains information regarding pump speed, power, flow, and pulsatility index. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. Both the IFU and patient handbook explain that patients must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Not returned.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was recently admitted due to an increase in elevated lactate dehydrogenase (ldh). The lvad clinician did not see any power spikes with a positive ramp study. The patient was treated medically and numbers went down. A log file was reviewed by the technical service representative. The pump values and parameters were within normal limits and no unusual events were noted. No additional information was provided.